Manufacturer narrative:
During on-site investigation by a service technician it was observed that the motor plug (connecting the fabius motor with the pcb main) was slightly disconnected. In this case the ventilator piston cannot move and no breathing gas can be delivered to the patient. The status of the motor not rotating is detected by the fabius software. In this case the fabius shuts down automatic ventilation and the device will generate an audible alarm and a visible alarm message "ventilator fail" as reported for the actual case. Automatic ventilation is no longer possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Furthermore the fabius system also notices if no airway pressure and no flow is delivered and posts corresponding high priority alarms to inform the user. A device log was not provided for investigation. The motor plug has locking mechanism on both sides. To release the plug it is required to push on both sides simultaneously and to pull at the same time. During performed shock and vibration tests it was not possible to disconnect the plug from the socket. Also within a laboratory test the plug could not be released without pushing the locking mechanism. Therefore the root cause for the disconnection of the motor plug could not be determined exactly. But it can be assumed as the only plausible explanation that it was not connected correctly maybe during the last service activity. After reconnecting the motor plug proper function was verified. The device was tested afterwards and was returned to the customer without further problems reported. The case was assessed to be a single failure as no further similar case was reported from the field.

Event description:
It was reported that during a case a ventilator failure occurred. No patient injury reported.